Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dislocated right prosthesis post right total hip replacement. The patient experienced severe pain in right hip after twisting awkwardly and was administered morphine in the ambulance on the way to the emergency department. The patient was not able to be reduced in emergency department. The patient was then referred to ortho and the hip was relocated under sedation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review by a clinical consultant noted: in this case, the patient-related factor of an adverse hip movement was principal with an unprotected status of the hip capsule early after surgery as facilitating procedure-related factor and as such root cause of failure is not device-related. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: an adverse movement of the patient in combination with an incompletely healed status of the hip capsule early after surgery has contributed to a hip dislocation requiring closed reduction. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Dislocated right prosthesis post right total hip replacement. The patient experienced severe pain in right hip after twisting awkwardly and was administered morphine in the ambulance on the way to the emergency department. The patient was not able to be reduced in emergency department. The patient was then referred to ortho and the hip was relocated under sedation.